Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a fluid leak observed under the cartridge chemistry (cc) sample probe of unicel dxc 600 pro synchron clinical system. The customer was wearing ppe when he discovered the leak and cleaned it. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that there was about 6 or 7 ml of water under the cc sample probe. The customer checked the cc sample probe luer fitting and the syringe. Bec field service engineer (fse) performed service on the instrument on (B)(4) 2011. The fse visually inspected the unit, but was unable to reproduce the leak. The fse replaced level sense bead assembly and performed alignments. The fse showed the customer how to run level sense test using diagnostics menu. Controls were running when a sub system error appeared. The error was caused by accidentally wetting the wash station drive motor. Air-blew motor several times but motor will not initialize. The fse replaced cuvette wash assembly and smart module. No leaking or other problems were noted by fse following the repairs. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance for this issue. No defective part or failure mode was identified. Not enough evidence to determine the cause of failure at this time. (B)(4).